Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg was not working. It was also noted that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patients ipg was no longer charging. The physician confirmed no device malfunction was suspected.

Event description:
A report was received that the patients ipg was not working. It was also noted that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.